Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen via an implantable pump. The indication for use was intractable spasticity. It was reported that the healthcare provider (hcp) stated that the patient's pump was filled by a home aide nurse, and they notified her that there had been a pump motor stall and motor stall recovery message upon interrogation. The hcp stated that the nurse had expected 4.4ml and aspirated 7.1ml from the reservoir. The hcp stated that patient had not experienced any withdrawal symptoms and had not reported hearing the pump alarm. The hcp stated that the nurse was able to refill the pump with no issues. Logs had not been read. The manufacturer's technical services specialist (tss) reviewed code alert 528 related to the new software update and motor stall alert 100. Tss reviewed considerations and recommended reading the pump logs.